Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A revision surgery was performed due to alleged instability.